Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The analog board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty ECG shields on analog board. The analog board was scrapped after invesgation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll united kingdom. The reported problem was verified during evaluation. The analog board was replaced to resolve the issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.